Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units battery run time was too short. There was no patient involvement.

Manufacturer narrative:
During a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump (iabp) did not last long enough for the pm. In order to fix the issue, the fse replaced the batteries. The fse then completed the pm where the knob he tank valve was replaced. Also, the fse performed a full calibration and the unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.